Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed necrosis at the implant site (date not reported).

Manufacturer narrative:
Per the clinic, the patient was treated with medication (type, administration and duration not reported) for an infection related to the necrotic tissue at the implant site. The implanted device remains. This report is filed march 21, 2016.